Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had experienced ongoing elevated blood glucose (bg) levels ranging from 143 to 594 mg/dl. The suspected cause was unknown. The customer delivered a correction bolus and administered a manual injection. The customer changed all supplies and resumed insulin delivery. A recommendation was made for the customer to contact the healthcare provider to discuss factors that may affect bg level. During a follow up with tandem technical support, the customer reported bg levels had stabilized to 120 mg/dl.